Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump emitted the same call service alarm three or more times within a 30-day period of time. The distributor further reported that changing the battery, cartridge and infusion set did not stop the call service alarm for occurring. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box showed several call service alarms associated with high force while priming due to occlusion. On testing, the pump powered on and displayed the verify screen per normal operation. The pump was successfully primed and exercised for (B)(4) hours with no alarms. The pump¿s cover was removed for investigation and revealed no intermittent condition or damage to the motor assembly. Investigation was unable to duplicate the complaint and the pump was found to be operating as intended without malfunction.